Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up vvi mode. A software download was not successful. The patient indicated that they had an MRI performed six weeks previous.